Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent a lead revision surgery on (B)(6) 2018, due to lead migration (reference MFR # 1627487-2018-00707) during operation physician observed damage to the leads and opted to remove the old leads and implant new leads.

Event description:
Follow up information revealed that effective stimulation was restored following lead replacement.